Event description:
Healthcare professional reported via academic society to company rep against right side "infection, cellulitis, redness, fever swelling, pain, blood test inflammatory findings". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection and cellulitis.